Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000115562.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced to address the issue. It is unknown which lead migrated. Additionally, it was reported that during the lead replacement the ipg was placed into surgery mode and the ipg became unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, the ipg was also replaced on (B)(6) 2025 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.